Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. No parts have been returned to the manufacturer for analysis. Part not returned

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that a level error of the vertebral body was detected. T9-t11 was thought to be t10-t12, and t4-t7 was thought to t5-t8. Screws had already been inserted into the vertebral bodies. The screw was removed from t9 and placed without navigation into t12 without impact to patient. Site reported that registration on the incorrect vertebral bodies was possible as the surgeon was proficient with registration and surface merging was able to cheat the system. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replaced. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.